Event description:
Additional information received indicated the implantable cardiac monitor (icm) was interrogated successfully in clinic, however, it still could not be pair to the app.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.